Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#3006705815-2017-01081. It was reported effective therapy was never established to the patient's painful area. Reportedly, multiple programming sessions was unable to provide resolution. Subsequently, a CT scan and surgical intervention may be undertaken as the next course of action.